Manufacturer narrative:
Combination product: yes the returned product was subjected to a technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for this event. In addition, the angiographic material provided was reviewed. The technical investigation of the returned instrument revealed that the stent has not dislodged from the balloon. Judging from the x-ray markers, the stent is also not displaced. The stent is slightly deformed at its distal end and severely deformed at its proximal end. Several stent struts are bent outwards. Microscopic analysis revealed stent imprints on the exposed balloon surface, indicating that the bent struts were initially crimped on the balloon. Outside of the deformed zone the crimped diameter of the stent still complies with the specification. Review of the angiographic material did not lead to any further information regarding the nature of the complaint. The actual complaint event is not visible. Review of the production documentation verified that the instruments were manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. During final inspection, every stent system undergoes visual inspection to ensure correct stent embedding and homogeneous crimping of the stent. Further, the stent outer diameter is verified to (B)(4) percent and the stent retention force of a defined amount of samples is tested from every lot. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.

Event description:
An orsiro drug-eluting stent system was chosen for treatment of a mildly calcified lesion (80 percent stenosis degree) in a severely tortuous mid lcx. The lesion could not be crossed with the device and the stent dislodged.